Manufacturer narrative:
No product was returned. A thorough review of the device history records as well as the sterilization records could not be performed as the product catalog number and lot number were not provided. We tried to contact the home patient and the email is no longer valid. Clinical evaluation: polypropylene mesh is intended for use in hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a non-absorbable supportive material. Dermatitis is one of the most common causes of rashes. Rashes occur when the skin comes into direct contact with a foreign substance that causes an adverse reaction, leading to a rash. The resulting rash may be itchy, red, or inflamed. Possible causes of contact dermatitis include cosmetics, detergents, dyes, chemicals and plants. Scar tissue is the product of a healing wound and is composed chiefly of fibroblasts and dense collagenous fibers creating a mark on the surface of the tissue and occasionally causing limitations in movement and cosmetic concerns. The instructions for use (IFU) warns that adequate mesh fixation is required to minimize post-operative complications and recurrence. The fixation technique, method, and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes.

Event description:
Received report that states a home patient had mesh implanted and experienced bleeding, bruising, scratches, and a deformed stomach.